Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamping tube of a 6/7f mynxgrip vascular closure device (vcd) would not come out of the device when the device was pulled back with the unknown sheath. Another non-cordis vascular closure device was used and the procedure was completed. There was no reported patient injury. After the procedure the user took the catheter sleeve of the mynx apart and noticed the tamping tube was still in there but had gotten stuck. The user is trained to the device. The device was properly stored and opened in a sterile field. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the tamping tube of a 6f/7f mynxgrip vascular closure device (vcd) would not come out of the device when the device was pulled back with the unknown sheath. Another non-cordis vascular closure device was used and the procedure was completed. There was no reported patient injury. After the procedure, the user took the catheter sleeve of the mynx apart and noticed the tamping tube was still in there but had gotten stuck. The user separated the device outside of the patient. The user is trained to the device. The device was properly stored and opened in a sterile field. Additional information was requested but not provided. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The sealant, balloon, slit, and advancer tube were not returned for evaluation. No additional anomalies were noted during the visual analysis. A functional inflation/deflation test and deployment simulation could not be performed, as the key components necessary for these evaluations¿the sealant, balloon, slit, and advancer tube¿were not returned with the device. A high-magnification evaluation was conducted to assess the condition of the distal catheter. Microscopic inspection revealed distinct micro-elongations and irregular torn edges at the distal tip of the device. These features may be consistent with forceful manipulation, possibly occurring during an attempted deployment. The slit presence on the outer cartridge could not be verified, as the outer cartridge was not returned with the device. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed through analysis of the returned device due to the received condition. Based on the information available from the review and product analysis, it is not possible to determine the root cause of the issue experienced, as the device was disassembled by the user prior to sending the device for analysis, preventing a complete and accurate functional evaluation. However, procedural/handling factors¿such as incomplete shuttling down of the shuttle¿may have contributed to the issue observed. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.